Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead showed unstable pacing thresholds through the following weeks post implant procedure. An x ray analysis was completed at a follow up and the lead was in place. The patient wanted the lead to be repositioned, therefore, the physician proceeded to the revision successfully. The lead remains active implanted. No additional adverse patient effects were reported.